Event description:
Per the clinic, the patient developed a wound infection and skin overgrowth and was treated with IV antibiotics (date not reported). Subsequently the patient was placed under general anesthesia on (B)(6) 2020, in order to replace the abutment.